Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00297 on 14-nov-2022. Additional information (17-nov-2022): siemens further investigated the issue and determined that a leaking wash block and sample specific issues potentially contributed to the falsely depressed intact parathyroid hormone (ipth) result. The investigation findings and investigation conclusion codes in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that a depressed intact parathyroid hormone result was obtained on a patient sample on an advia centaur cp instrument. All quality controls (qc's) were within range on the day of testing. The customer performed maintenance and was able to obtain good precision. The customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit (tsv) and found a leak in the wash block. The wash blocks and tubing were replaced. An instrument function test was performed, and the customer ran precision, which was found to be acceptable. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A depressed intact parathyroid hormone (ipth) result was obtained on a patient sample on an advia centaur cp instrument. The result was reported to the physician(s) and the result was retracted by the customer. The sample was repeated on the same instrument and the repeat result was higher than the discordant result. The repeat result was not reported to the physician(s). On the next day, the sample was run in triplicate for precision purposes. This MDR is being filed in an abundance of caution as the customer did not provide the true value for the patient sample. Additionally, the additional samples were drawn from this patient and these results were consistent with the patient's history. There are no known reports of patient intervention or adverse health consequences due to the event.